Event description:
Upon incoming inspection it was noticed that the device was broken and unusable. No further information available.

Manufacturer narrative:
The reported event could be confirmed. More detailed information about the complaint event such as the two broken parts must be available in order to determine the root cause of the complaint event. Indeed, the reason the breakage happened can only be specifically determined after analyzing the surface breakage of the pegs. However, based on complaint history review, the most probably root cause is (but is not limited to) the application of bending forces on the pieces that broke. At the points where the pegs are normally located, high forces can be applied in case bending is performed between the attached tibial implant and plate. Bending is not necessary to implant the tibial component according to the operative technique guide. The device inspection revealed the following: the returned device indeed shows that the two plastic sub-parts that are screwed to the plateau, and which hold the tibial component are broken, making the device unusable. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
Upon incoming inspection it was noticed that the device was broken and unusable. No further information available.